Event description:
Per the clinic, the patient developed a staphylococcus aureus infection and subsequently the device has been explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.